Manufacturer narrative:
The lot number has not been provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during an attempt to deploy a vascular stent in the right sfa, the trigger became unresponsive after 3cm of the stent had deployed. The handle was disassembled and a hemostat was used to pull on the wire and complete the deployment; however, the attempt was unsuccessful. During removal of the delivery system, the partially deployed stent fractured and approximately 3cm of the stent remained in the sfa. Two vascular stents were implanted to cover the lesion and the fractured stent segment. There was no report of patient injury.